Event description:
It was reported that the two myocardial leads were found to have what appeared to be noise. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. These model numbers are not approved for distribution in the united states, however, they are same/similar to a device marketed in the u.s.